Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. The insulin passed selftest, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The insulin pump was received with cracked reservoir tube lip, missing end cap sticker, cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blank display. Customer's blood glucose value was 399 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The display returned. The device was returned for analysis.